Event description:
This report is being filed upon notification from our mr MFR of an event that occurred problem: the pt was scanned with the torso xl coil with the head first into the magnet. No padding was used between the coil cable and the pt which resulted in the cables touching the pt's skin. During the examination, the pt was burned on the left thigh. A second degree burn with a 5 cm blister appeared immediately after the scan. The pt was treated with biafine.